Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the pads were damaged during opening/removal of the packaging. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
No dui justification: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The CPR stat-padz were not returned to zoll medical corporation for evaluation. The customer provided pictures of the pads that confirmed the report of the sternum pad had gel completely peeled off. The retain samples for CPR stat-padz from lot 2724a were visually inspected and removed from the styrene booklet with no issues. Review of the device history record and the discrepant material report log showed no evidence of non-conformances with the pad assembly. Furthermore, the customer reported the pads were able to be removed, but the gel remained adhered to the styrene. Gel peeling can be attributed to multiple factors including but not limited to, pads remaining stuck to the styrene or improper removal of the electrodes. The IFU for CPR stat-padz (aw-r2025-07 rev l) instructs the user to grasp the electrode at the red tab and peel away the plastic liner. The CPR stat-padz are designed to be used with the gel to allow for sufficient coupling to the patient's skin and for the safe transfer of electrical energy. Using an electrode that lacks this conductive gel increases the risk of arcing and skin burns. It's important to mention a shock was administered and the patient was converted. No trend is associated with reports of this type.